Event description:
The patient reportedly experienced a cerebrospinal fluid leak two days after the initial implant surgery. The patient underwent surgery to repair the leak and was kept in the hospital for a few days for observation. The surgery went well.